Manufacturer narrative:
The device was not returned to the manufacturer for a complete investigation. There was no harm to the patient.

Event description:
During a laparoscopic appendectomy procedure, the visuloc clip applier deployed a clip but the jaws did not open. The clip applier was safely removed from the patient, and another 10 mm port was opened to remove the jammed clip applier. There was no harm to the patient.